Event description:
It was reported that this right ventricular (rv) lead exhibited rv capture failure. A computed tomography scan (CT scan) was performed and confirmed a perforation at the ventricular apex. Subsequently, this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Furthermore, perforation is a known risk associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that this right ventricular (rv) lead exhibited rv capture failure. A computed tomography scan (CT scan) was performed and confirmed a perforation at the ventricular apex. Subsequently, this lead was explanted. No additional adverse patient effects were reported.